Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient's right atrial lead exhibited noise episodes. No intervention was performed. The patient condition was unknown.

Event description:
New information received noted that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead (ra) exhibited noise that was oversensed by the device. Programming changes were made. The patient was in stable condition.